Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial arrhythmia with rapid ventricular response that was detected as ventricular fibrillation (vf). Ra lead undersensing prevented the patient¿s device from discriminating the rhythm. The ra lead remains in use. No further patient complications have been reported as a result of this event.